Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). Furthermore, the IFU states that the contralateral leg component pxc141400 is intended to be used with the trunk-ipsilateral leg component in iliac arteries measuring 12 to 13.5 mm. As this pxc141400 reportedly was used to treat a dissection in a left common iliac artery, and reportedly only the contralateral leg component was implanted, this device was used outside of IFU.

Event description:
On (B)(6) 2007, this pt was reportedly implanted with a gore excluder aaa endoprosthesis following diagnosis of an aneurysm and a dissection of the left common iliac artery. Info received from the pt's wife via letter on (B)(6) 2010, indicated that approx eighteen months post-implant on an unk date, a follow-up MRI reportedly demonstrated that the gore excluder aaa endoprosthesis had migrated from its initial implant site. The pt's wife reported that his left common iliac artery aneurysm had also reportedly enlarged, and reportedly inflammation in the initial treatment area was present. The pt's wife reported that he experienced pain and fatigue and had difficulty walking. The pt's wife reported that on (B)(6) 2008, the pt was brought to the operating room for open conversion but passed away during the procedure. The cause of death is unk. No medical records have been received or reviewed to date.